Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew e. Coli which is an organism commonly found in the intestinal tract and stool of humans. The patient had concomitant constipation, as reported by the pd nurse. Constipation is a well-known risk factor for peritonitis in pd patients. Moreover, the patient underwent an esophagogastroduodenoscopy (egd) one week prior to the peritonitis infection without any prophylactic antibiotics. Invasive procedures of the gut is a well-known risk factor for peritonitis in pd patients and prophylactic antibiotics are recommended per ispd guidelines. Therefore, the patient¿s peritonitis can be reasonably attributed to contamination from the bowel. Plant investigation: a sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products and lots shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Pt called advise she had to have her catheter removed because she had a very bad infection back in august. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient was admitted to the hospital with peritonitis on (B)(6) 2019. During hospitalization the patient was treated with unknown antibiotics and had the pd catheter (not a fresenius product) removed. The patient was transitioned to hemodialysis and discharged on (B)(6) 2019. The nurse stated the pd culture (obtained on (B)(6)) yielded growth of e. Coli. The nurse attributed the peritonitis to having a esophagogastroduodenoscopy (egd) one week prior to the event without any prophylactic antibiotics per protocol (the patient did not inform the pd clinic of the procedure). Additionally, it was stated the patient was experiencing severe constipation. The nurse stated the patient did not have any fluid leaks or issues with any fresenius device, product or drug in relation to the event. The patient recovered and currently remains on outpatient hemodialysis. However, the nurse indicated the patient will be resuming pd therapy soon as the patient had placement of a new pd catheter on (B)(6) 2019.